Event description:
During service, the unit will not power up on external and momentarily on internal power with audible and visual alarm. Replaced power board, due to fuse clip, to correct the failure mode.